Event description:
Patient hospitalized for hyperglycemia. Patient had changed infusion set around 1 pm on 03/10 and began feeling sick around 6pm. Began vomiting and taken to e.r. Given insulin and saline drip. Patient feels pump not related to event. Pump not returned for evaluation.